Manufacturer narrative:
Additional info: further follow up was provided and reported that the patient has not decided if she wants the lens to be explanted or not. No further information was provided. Device evaluation: the intraocular lens (iol) remains implanted; therefore, an investigation was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the review related to this complaint. The units were released according specification in compliance with the product intended use as required. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient has an opaque intraocular lens (iol). The lens was implanted on (B)(6) 2014. The patient reports she is bothered enough by her vision to want to have the iol removed. Lens explant planned; however, the date has not been scheduled. No further information was provided.